Event description:
Letter was received from the FDA regarding a report they received from a pt implanted with the charite disc. Pt reported having charite implanted in (B) (6) 2005 at l5. Reports that he had issue at two levels, l4 & l5 but surgeon addressed l5 with charite only. Stated that 5-months post-op surgeon wanted to remove the implant, but would not operate on him and neither will other surgeons he has contacted. He claims to have severe pain and other adverse issues as a result of being treated with the charite disc. (B) (4).

Manufacturer narrative:
Little information is known and no conclusions can be made at this time.